Event description:
It was reported that during a coclial (ear) surgery, it was observed that user could not "get the drill bit" in the attachment device easily. The reporter stated that different cutter devices were used with the actual attachment device and inserting and removing the cutter devices was still difficult. There were no delays to the planned surgical procedure. A spare motor device and a spare attachment device were available for use. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.